Event description:
It is reported that the pt is experiencing pain and that revision surgery is scheduled for (B)(6) 2011.

Manufacturer narrative:
Eval summary: pt age, build, weight, height, and activity level are unk. X-rays and operative notes were not provided. A brief post operative note was provided. It indicates that a right total hip arthroplasty was performed with no complications. The implants remain in-vivo and were in service approx 3 years six months at the time the experience was reported. Since the implants remain in-situ, they were not returned and no analysis was possible. Since no x-rays or operative reports were provided, the condition of the implants is unk. It is not known how the durasul liner was used. Given the info provided, a definitive cause for the experience of pain and subsequently scheduled revision surgery cannot be determined with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.